Event description:
After lasik in 2013 I suffered constant and intense eye pain and sensitivity for light. It is very disabling and a threat for all aspects of my life. There is not a good cure, drugs can hardly alleviate the pain enough. Lasik destroyed all of my quality of life. For trying to alleviate the eye pain I had several prescriptions: lacosamide (anticonvulsant), amitryptilline (antidepressant) and methadone (opiate painkiller).